Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# va0nsgb, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect since 3 days ago. Since then the patient had been losing urine and they could not increase as it was too strong. The patient would contact their health care provider (hcp) to see if they should switch programs as they were just implanted on (B)(6) 2014. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.